Event description:
It was reported to boston scientific corporation in 2008, that a prolieve thermodilatation system was used during a benign prostatic hyperplasia (bph) procedure performed two days prior, according to the complainant, approximately fifteen minutes into the procedure, it appeared the probe temperature on the prolieve rectal temperature monitor (rtm) fluctuated from "normal" to "zero". The wattage and temperature fluctuated and returned to "normal" twice without intervention. The physician successfully completed the procedure with this prolieve temperature monitor. No patient complications were reported as a result of this event. The patient's condition was reported to be "fine".

Manufacturer narrative:
The device has not been received for evaluation, therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental medwatch will be filed.